Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after the patient's death. At the time of explant, this ICD was interrogated and found to be in 'backup' mode. The exact cause of death for this patient is unknown.